Manufacturer narrative:
Product is anticipated to be returned. Follow up report will be issued upon completion.

Event description:
Lap chole - "as the surgeon (dr. (B)(6)) was pulling the specimen and bag through the abdomen, the bag busted from the bottom. It was being pulled through a bladed 11mm applied port site. The stones were marble size 2 to 3 stones."